Event description:
The customer reported the touchscreen is not working. The ventilator was not in clinical use and no harm was reported. The customer cleaned the screen and attempted touchscreen calibration; however, it is not responding. The customer says there is a residue inside the screen. The remote service engineer advised the customer to replace the touchscreen. Further information is pending.

Manufacturer narrative:
The customer replaced the touchscreen, and the issue was resolved. The customer scrapped the part so the root cause at component level cannot be confirmed. Based on information provided and/or service performed, the customers alleged malfunction was confirmed.